Event description:
The head nurse reported that during use, it was discovered that there was a foreign body blocking the steel needle, and one needle was affected.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3135912. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had foreign matter and was clogged. The following was translated from chinese to english: the head nurse reported that during use, it was discovered that there was a foreign body blocking the steel needle, and one needle was affected.